Event description:
Litigation alleges the patient suffers from grinding sensations in her hip, elevated levels of chromium and cobalt. Update rec'd (B)(6) 2014- pfs and medical records received. After review of the revision operative note it indicated metallosis. It also stated the cup was anteverted 35 degrees and abducted 64 degrees. The cup is now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).   Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.